Manufacturer narrative:
It was reported that during a shoulder arthroscopy procedure the clinician had to recover the broken tip of a needle during the procedure. The reporter stated that he does not have any additional details related to the report and a sample is not available to be returned for evaluation. The sample is not available to be returned to the manufacturer for evaluation. Aside from the additional surgery time, there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a shoulder arthroscopy procedure the clinician had to recover the broken tip of a needle during the procedure.